Manufacturer narrative:
Date of event is estimated. Weight is estimated. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000086684. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site with the 3788 eon mini and the device was repositioned on (B)(6) 2013 to address the issue. Patient¿s 3660 proclaim system was shutting off unintentionally and not providing effective stimulation. Surgical intervention took place on (B)(6) 2023 wherein the system was explanted to address the issue. The investigation was unable to determine the lead that is associated with the issue.